Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The flexvision monitor fell and crashed on the table. A patient was in the process of being loaded onto the table. No one was hurt by it.